Event description:
Procedure type: radical resection of rectal carcinoma according to the reporter: during an anastomosis of the digestive tract reconstruction, the stapler was applied in the distal rectum and colon stump. The doctor squeezed for 30 seconds after firing the stapler, he then rotated the tail wing two rounds and opened the anvil. The doctor found half of the staples failed to be fired out and remained in the reload, which led to uncompleted anastomosis and bleeding.

Manufacturer narrative:
(B)(4).